Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 91 mg/dl and blood glucose was 50 mg/dl and that another time the sensor glucose was at 91 mg/dl and blood glucose was 228 mg/dl. Troubleshooting advised customer on sensor and blood glucose differences and found that the cannula was bent.